Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, when the chronic right ventricular lead was connected to the new device, the lead was not pacing. Noise was also detected after pacing and a lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.